Event description:
Reported events: 3 patients experienced unknown ¿device malfunction.¿ additional information has been requested to determine the nature of the "malfunction"(s) experienced.

Manufacturer narrative:
Literature citation: kohr, d., abd-elsayed, a. <(>&<)> kugler, m. Extraforaminal spinal nerve stimulation for neuropathic pain: description of the new approach, safety, and long-term efficacy. Neuromodulation: technol. Neural interface (2025) doi:10.1016/j.neurom.2025.04.003. D: the authors noted that leads and implantable neurostimulators (inss) were ¿sourced from various approved manufacturers, including abbott, medtronic, and boston scientific.¿ there was no identification of which device manufacturer(s) was associated with the reported issues. Additional follow-up to be conducted to attempt to determine device manufacturer(s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.